Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient reported that the therapy hadn't been working very good for them lately. The patient stated they thought it might have quit working for them sometime towards the end of )(6) 2024. The patient stated it didn't seem to be working very well for them after they had an MRI of their kidney in the last couple of weeks but they also stated it may have stopped working very well for their symptoms before the MRI. Patient services reviewed MRI compatibility considerations with the patient and prior to the patient stating the MRI was of their kidneys patient services asked if the patient had been in MRI mode and the patient stated they thought the MRI knocked the therapy off somehow. Patient services asked the patient to clarify their comment but the patient never did. The patient did not seem to know what MRI mode was. The patient had called because they had been trying to get into their therapy application to increase the stimulation but they had been in the clinician application and had been seeing a password request. The patient services walked the patient through entering into the correct application and the patient was able to connect to see their settings. The therapy was on and the patient increased the stimulation to a comfortable level where they could feel the stimulation in their bike-seat. The patient was to monitor their symptoms now that a change had been made. Patient services redirected the patient to follow up with their hcp about their therapy concerns.